Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a backflow event was not able to be confirmed through log review nor replicated during laboratory testing. During inspection, there were no obvious issues found that would contribute to the reported complaint. All inspected parts were manufactured by bd. Rate accuracy testing was performed on both suspect pump modules. The devices were found to be delivering fluid in specification with no signs of unregulated flow being observed. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The analog sensor task was performed on suspect pump module s/n (B)(6). The pump module pressure sensors were found to be within specification. The review of the suspect pump module s/n (B)(6) error log revealed that error code 241.4140.0 (sensor broken low failure) was recorded once on (B)(6) 2025 at 12:24 pm. Error log review of the suspect pump module s/n (B)(6) found no errors were recorded. Event log review showed a guardrails IV fluids primary infusion of naci 0.9% was programmed on the suspect pump module s/n (B)(6) on (B)(6) 2025, at 5:22 am, right after a secondary infusion of metronidazole (drug ID = 230) was programmed and started with drug amount of 500 mg, diluent volume of 100 ml , rate of 100 ml/h and volume to be infused (vtbi) = 100 ml between 6:11 am and 6:42 am the user set the volume to be infused of the secondary infusion to 100 ml twice and started the infusion. At 6:49 am the suspect pump module s/n (B)(6) alarmed for occlusion and at 6:54 am the suspect module was turned off and the unit was removed. At 7:23 am the same infusion parameters were programmed on the suspect pump module s/n (B)(6), however at 7:29 am the device alarmed for occlusion, the secondary infusion was then restarted and at 8:51 am the user turned off the device. The alaris¿ system user manual (v12.3.2), notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also notes that rate accuracy can be affected by: temperature and viscosity of the IV solution height of the pump in relation to the patient height of the solution container in relation to the pump back pressure related to the infusion set and the IV catheter it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported backflow event could not be determined or replicated during extensive laboratory testing; the suspect pump modules were found to be delivering fluid within specification. The review of the event log did not identify any anomalies in the programmed infusions. However, it is important to note that it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. Note that this report lists imdrf annex a040502, g02017, c0503, d08, a0709, g0301204, c02, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was started on flagyl via piggyback with normal saline at 05:21. When the clinician checked the infusion at 06:00, they noticed that the flagyl had possibly backflowed. The rn attempted troubleshooting by lowering the primary bag, ensuring the flagyl could drip, and kinking the primary line to promote flow. The pump was reset to the original volume for flagyl. At 06:40, the flagyl bag appeared fuller than before, prompting the rn to involve another nurse for troubleshooting. The supervisor also inspected the lines but could not identify the cause of the alleged backflow. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was started on flagyl via piggyback with normal saline at 05:21. When the clinician checked the infusion at 06:00, they noticed that the flagyl had possibly backflowed. The rn attempted troubleshooting by lowering the primary bag, ensuring the flagyl could drip, and kinking the primary line to promote flow. The pump was reset to the original volume for flagyl. At 06:40, the flagyl bag appeared fuller than before, prompting the rn to involve another nurse for troubleshooting. The supervisor also inspected the lines but could not identify the cause of the alleged backflow. There was patient involvement and no harm.